Event description:
Intraaortic balloon pump after 6 days suddenly quit functioning. In removing it, it was noted balloon was blood filled and it hung up in the femoral artery requiring emergency trip to or to remove balloon. Pt's artery was repaired. Position on am chest x-ray was within normal limits. Repositioning afforded no improvement. Attempt at removing balloon revealed that balloon had ruptured and that it could not be pulled back through iliacs secondary to incomplete closure from clot and blood in balloon. Pt taken to or emergently where femoral artery exploration performed. Balloon removed after femoral arteriotomy performed. Femoral and profunda artery repaired and flow reestablished to distal left lower extremity confirmed by doppler signal at distal profunda and at posterior tibial. Pt tolerated balloon removal without significant hemodynamic compromise. Approx 1200 cc blood loss. Received 2 units packed red blood cell. Will need to monitor for hemodynamic deterioration. Pt tolerated sudden cessation of iabp. Iabp info: implanted - 15 aug 95. Malfunction - 19 aug 96. Explanted - 19 aug 96.